Manufacturer narrative:
This report will be updated should additional information become available.

Event description:
It was reported that the pulse generator was exposed (eroded) which led to infection. This device and the right ventricular (rv) lead are expected to be explanted. No action has been taken at this time, and the devices remain implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the pulse generator was exposed (eroded) which led to infection. This device and the right ventricular (rv) lead have been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.